Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up # 1; date of submission 11/04/2017. The device has been returned and evaluated by product analysis on 10/14/2017 with the following findings. The pump was powered on with clear and audible alarms. The pump was opened to find no intermittent conditions on the piezo. The complaint of no sounds was unable to be duplicated. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was moisture observed on the printed circuit board and the piezo unit (audio tone unit). The battery cap was not returned with the pump and a test cap was used to complete the investigation.